Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing detached from the cannula part and the issue occurred three times in a week at night while sleeping. The location of detachment was at quick release. The site location was leg/stomach and the pump was worn like waist band on the patient's short. The infusion was being used for 2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 11-oct-2019: follow up information was submitted because complaint investigation results showed that (3 returned used devices) the tubing was detached from the tubing connector. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing detached from the cannula part and the issue occurred three times in a week at night while sleeping. The location of detachment was at quick release. The site location was leg or stomach and the pump was worn like waist band on the patient's shorts. The infusion was being used for 2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (3 tubing), it was found that the tubing was detached from the tubing connector. No further information available.